Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although attempts have been made, the product will not be returned for eval. The event codes are addressed in the package insert. His report will be updated when the investigation is complete.

Event description:
Allegedly pt had chronic painful synovitis in this right thumb several months after surgery.